Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops exit the infusion set tubing during the fill tubing process. Customer's blood glucose was not impacted. Reportedly, the customer changed the infusion set and cartridge and successfully completed the fill tubing process.